Manufacturer narrative:
This supplemental medwatch is being submitted with the date of event as it was inadvertently left off of the initial medwatch report.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a histologist with no information. Information identified via online search indicated the patient died approximately 6 months post implant of the ICD and 4 years post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 694765 implantable tachy lead implanted: (B)(6) 2008; 5076-52 implantable pacing lead implanted: (B)(6) 2008. (B)(4).